Event description:
Stent came off deployment balloon during procedure. Pt sustained perforation of femoral artery, resulting in neurologic impairment of lower extremity. Pt underwent emergent surgery for repair of femoral artery and stent removal with good results.